Event description:
It was reported to philips that suite pc was not working. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the suite pc was not working. The quotation has been cancelled by the customer and service has not been provided. The review found no reports or allegations of harm. No service has been performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected.